Event description:
It was reported that the patient went to the emergency room because they felt an intermittent "shocking sensation at the pacemaker site", that started 3 days prior. The device was interrogated. Tested, and measurements looked good; reprogramming outputs or polarity could not replicate the sensation. It was also reported that the patient felt something during the device test, but it wasn't the same "shocking sensation". When the patient said they felt the shocking, the device manufacturer representative could not see nor feel any movement on the patient's chest. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.